Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 13.3 mmol/l, 27.1 mmol/l, 17.2 mmol/l and 0.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: device manufacture date is unknown as the meter serial number is invalid. A follow-up report will be filed with correct serial number if meter is returned. Note: the meter is designed to display readings of 1.1 mmol/l to 27.7 mmol/l. This meter does not show a numeric value less than 1.1mmol/l. A blood glucose reading below 1.1 mmol/l will read as a "lo" in the adc meter.